Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged the pump is showing a blank display after battery replacement and physical damage. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked case (battery tube) and cracked battery tube threads. Device was received with a blank display due to moisture damage on the electronic assembly. The pump was cut open and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor, battery tube assembly and force sensor during visual inspection. In summary, unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and showed blank display. The customer stated that there was a crack at the back of the pump. The troubleshooting was performed. The display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.